Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's therapy was turning off by itself. The patient stated that she would wake up in the morning with a return of symptoms and bathroom use. The patient noted that she would check the ins and find the ins off. The patient reported that she would then turn the ins back on. It was mentioned that the patient fell on her knees about 1.5-2 weeks ago but she did not think it was related. The patient confirmed again that she would notice the symptom return when she would wake up in the morning and than would find stimulation off when checking the ins. The patient noted that she was not using the patient programmer before bed and she did not use the ins off button. It was confirmed that there was no environmental exposure and it was unknown if the patient had cycling programmed. Troubleshooting attempts were made and the patient confirmed stimulation was on program 4 at 2.5. The patient reported that she confirmed the settings do not change, just stimulation on, off icon when she noticed these occurrences. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.